Event description:
This rv lead was implanted in 2011 and still remains implanted at this time. It was noted in (B)(6) 2017 that the lead had an insulation defect. The physician was dr. (B)(6) at (B)(6) in (B)(6), sweden. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).